Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the lead was capped and replaced due to a gradual increase in pacing lead impedance. An x-ray scan revealed a high possibility of lead fracture at the suture sleeve. No adverse consequences were detected.